Event description:
It was reported by service report that the brake tip was missing, resulting in the brakes not able to be engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.